Event description:
Baxter singapore reports two blood leaks occurred between 12/9/98 to 12/21/98 noted by blood in the dialysate compartment during pt treatment. All of the dialyzers were noted to be reprocessed two times prior to these reports. Baxter singapore reports no pt injury or need for medical intervention.